Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The investigator visually inspected the device and then filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The pump was found to be working, however the pcb displayed fluctuating numbers. The product problem was caused by a faulty pcb. A manufacturing issue was identified as the root cause.

Event description:
It was reported that the fluid warmer was not pumping fluid. It was unknown if it alarmed. The product problem was observed during testing.